Event description:
Aches/pains, breasts hard/painful, redness/swelling of skin, swollen glands/lymph nodes, swollen joints, hands, feet, fatigue, shortness of breath, weight gain, fibrosis, infections and high blood pressure.